Event description:
Medtronic (covidien) received report that a pipeline flex did not fully open during a three-device construct case to treat a previously coiled, unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). The patient's anatomy was very tortuous. The first two pipeline flex devices were successfully delivered without incident. The third pipeline flex advanced easily, however, it was slow and lazy to fully open. The pipeline flex was recaptured twice and still did not fully open to appose the vessel wall. The pipeline flex was fully recaptured and removed in the marksman microcatheter. Another pipeline device was successfully implanted. Angiographic result post-procedure was partial stagnant contrast in the aneurysm, as expected. The patient was discharged the following day. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The microcatheter, pushwire and pipeline flex were returned for evaluation. The pushwire and pipeline flex were found inside microcatheter. For further investigation, the pushwire and pipeline was removed from the microcatheter lumen. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline flex were found opened with damaged braid. The microcatheter appeared to be accordioned at a section near the distal tip. An in-house mandrel was inserted through the microcatheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on evaluation of the returned devices, the customer's report of pipeline flex incomplete open could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline flex was opened with damaged braid. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issue. The tip coil and catheter were also damaged. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.